Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the original complaint could not be duplicated or confirmed. There was an unexplained loss of prime on (B)(4) 204 at 02:12; insulin deliveries never resumed. There was typical usage observed in the alarm history. The basal and boluses added up appropriately to equal the total daily dose; showing the pump was delivering accurately until the last date used. The pump passed a delivery accuracy test and was found to be delivering within required specifications. Unrelated to the original complaint, the display had a discolored contrast. Also unrelated, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 64 mg/dl with the inability to concentrate and/or cognitive impairment associated with an alleged inaccurate delivery issue. It was reported that the patient was give 75 grams of carbohydrates, discontinued the pump and their bg went to 198 mg/dl. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. This complaint is being reported because the patient allegedly experienced hypoglycemia related to an inaccurate delivery issue.